Event description:
It was reported that an arteriotomy closure of the calcified common femoral artery was attempted with a prostyle device after a percutaneous transluminal angioplasty interventional procedure using a 6f sheath. Reportedly, the device was advanced without issue. During removal, strong resistance was felt due to the calcification. Force was applied causing the device to separate at the guide and damage to the vessel. Surgery was performed to retrieve the device and repair the vessel. Hemostasis was achieved via manual suturing. There was no adverse patient sequela. No significant impact to the patient due to the delay in the procedure (delay caused by additional surgery needed to remove the remaining part of the device). No additional information was provided.

Manufacturer narrative:
Device code: (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Analysis was performed on the returned device. The reported guide detachment was confirmed based on the returned device condition. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents. It should be noted that the prostyle instructions for use (IFU), states: do not advance or withdraw the perclose prostyle suture mediated closure and repair (smcr) device against resistance until the cause of the resistance has been determined. Excessive force used to advance or torque the perclose prostyle smcr device should be avoided, as this may lead to significant vessel damage and/ or breakage of the device, which may necessitate intervention and/ or surgical removal of the device and vessel repair. In this case, the force applied to removal of the device was circumstantial due to the difficulties experience during the procedure. The reported guide detachment appears to be related to downward force or torsional manipulation applied during device placement due to interaction with the patient calcification. Detachment of the guide would compromise the foot functionality which subsequently contributed to entrapment of the device. The patient effect of tissue injury is listed in the IFU as potential adverse event associated with use of the suture mediated closure devices. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.